Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, psychological trauma, vaginal infection, fatigue, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event injury nos replaced with event pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, vaginal infections, fatigue, hair loss, headaches and weight gain. Patient demographic details, reporter and product information was added. Lab dada added. On (B)(6) 2019: pfs received: no new information received no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.